Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the drive support cap fell off. It was hanging by the cables. The damage occurred when they were changing the reservoir. The customer¿s blood glucose level was 500 mg/dl. They had treated the high blood glucose with a pen. The device will be returned for analysis.

Manufacturer narrative:
Findings: unit received with broken off and missing end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to broken off/missing end cap. Also, missing motor, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.